Event description:
Olympus was informed that during an unspecified procedure, the device failed to function. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information on the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was damaged. The teflon pad was found to be separated, exposing metal underneath and missing a portion. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.